Event description:
A caller reported a low reading issue with the freestyle libre sensor, with no capillary comparison. The caller reported unspecified lower scan readings with the sensor, which was lower than customer felt. The customer developed symptoms of shortness of breath and strong chest pain, and was taken to hospital. At hospital the customer was determined to be hyperglycemic and to have experienced a myocardial infarction. It was reported customer was treated with insulin (dose/type unknown), and no other details were reported. The caller reported that at hospital it was determined that customer's hyperglycemia was linked to customer's myocardial infarction. The customer's reported hba1c of 9.5% puts the customer at a high increased risk of myocardial infarction. However, this increased risk occurs over time and therefore there is no indication that lower readings from a single sensor would have caused or contributed to the reported myocardial infarction. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.